Event description:
It was reported that a female patient 87 years old underwent a fracture around the distal screw after an intertan implant procedure. The dr. Thinks the diameter of the part under the screw head is wide, and the diameter of the drill is not fit for it. Xray and CT images are available. It is not known how long after implantation the fracture occurred.